Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 46 days after implantation, the patient visited the hospital with feeling of distress. Pericardial effusions was observed and the patient was hospitalized. The lead was repositioned and pericardiocentesis was performed.